Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an ipsilateral retrograde approach. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. After a jupiter fc guidewire cross the lesion, a 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.